Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the hypotube. The inflation lumen is separated 147cm from the hub while the guidewire lumen is separated approximately 146cm from the hub. Microscopic examination revealed no additional damages. The distal end of the separated shaft, tip, and the marker band is missing. Inspection of the remainder of the device presented no other damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the shaft is separated.

Event description:
It was reported that balloon got caught in the lesion, shaft break occurred, and device fragment remains inside the patient. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery via antegrade approach. After the guidewire was able to cross the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. Consequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, but the balloon ruptured again. The device was removed using normal method without issue and was safely removed outside the patient. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, upon removal, it was noted that the catheter got separated inside the patient. It is possible that this is due to the balloon being caught in the calcified lesion part. Only the balloon was removed, and a part of the device remains inside the patient. The procedure was completed with a different device. No patient complications were reported, and the patient is scheduled to perform through a bypass procedure on a later date due to the lesion part, complete total occlusion on the distal side and calcification. Post bypass procedure, there was no problem with the patient at all.

Event description:
It was reported that balloon got caught in the lesion, shaft break occurred, and device fragment remains inside the patient. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery via antegrade approach. After the guidewire was able to cross the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. Consequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, but the balloon ruptured again. The device was removed using normal method without issue and was safely removed outside the patient. Another 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, upon removal, it was noted that the catheter got separated inside the patient. It is possible that this is due to the balloon being caught in the calcified lesion part. Only the balloon was removed, and a part of the device remains inside the patient. The procedure was completed with a different device. No patient complications were reported, and the patient is scheduled to perform through a bypass procedure on a later date due to the lesion part, complete total occlusion on the distal side and calcification. Post bypass procedure, there was no problem with the patient at all.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.